Event description:
Implant failed due to part not retained on mating part.

Event description:
The initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow up report.

Manufacturer narrative:
The initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow up report.